Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level was recorded as 254 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.